Event description:
The customer reported having high blood glucose and the insulin pump under delivered insulin. The customer stated that the reservoir has less than the status screen. The customer stated that it happened for about three weeks. The customer stated that he increased the basal and bolus to lower his glucose level. The customer blood glucose at the time of call was 145 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.